Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On the same day as peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unspecified antibiotic therapy (dose, frequency and route not reported). Five days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and physional therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). (B)(6). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.